Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient suffered back pain. An 8.3 flexima¿ was selected for use. It was reported that the catheter has a bigger loop than that of other manufacturers so that when the flexima¿ was made into a pigtail loop, friction occurred between the renal cortex and the device. The patient suffered back pain which could not be ignored. The procedure was completed with a different device and no further patient complications were reported.